Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the meter read high. There was no indication of symptoms. The patient reportedly was overriding dosage recommended by the bolus calculator feature. The basal delivery totals in the total daily dose reportedly did not match due to a variation caused by the prime menu being accessed. Animas customer technical support (cts) reportedly reviewed the pump with the patient: the basal history reportedly matched the active basal program settings. The bolus totals reportedly matched what was in pump history. The patient reportedly remained on insulin pump therapy. This complaint is being reported because the patient experienced hyperglycemia allegedly due to user error of the pump. There was no indication that the pump caused or contributed to the reported adverse event.